Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of a picture provided identified an explanted collar with foreign material on it. Radiographic review did not identify any hardware failure. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left knee revision approximately two years post-implantation due to instability.

Manufacturer narrative:
(B)(4). D10 medical devices: cps lg spdl with pins 600lbf, catalog #: 178357, lot #: 030780. Oss por straight stem 14.5x150, catalog #: 150450, lot #: 463180. Mod arthro nl 3cm diasl cnctr, catalog #: cp260607, lot #: 643710. Mod arthro nl 3cm elip cnctr, catalog #: cp260608, lot #: 360440. Cps nut co-cr-mo alloy, catalog #: 178512, lot #: 954300. Cps transverse pin 6pk 36mm, catalog #: 178528, lot #: 097450. Cps anchor plug 20mm, catalog #: 178410, lot #: 752800. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.